Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump emitted occlusion related alarm that the customer was unable to clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on 02/09/2015 with the following findings: on investigation, the alleged call service issue was verified in the black box but not duplicated during the evaluation. Review of black box data found the reported call service (B)(4) alarms due to high force during prime step. Using the return caps, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump casing was opened and no anomalies were found with the printed circuit board or the motor assembly/connector wire.